Manufacturer narrative:
The cause of the discordant, falsely elevated total hcg results on two patient samples is unknown. Siemens is investing the issue.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on two patient samples on an advia centaur cp instrument. The samples were repeated on the same instrument, resulting lower. The customer then repeated the samples on an alternate platform, also resulting lower. For patient 1, only the result obtained on the alternate platform was reported to the physician(s). For patient 2, it is unknown if the results from the advia centaur cp and/or alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg results.

Manufacturer narrative:
The initial MDR 2432235-2018-00094 was filed on 27-feb-2018. The first supplemental MDR 2432235-2018-00094_s1 was filed on 07-mar-2018. Additional information (13-mar-2018): a siemens headquarters support center specialist reviewed the service report and determined that appropriate actions were taken by the siemens customer service engineer to troubleshoot the instrument. The customer replaced the advia centaur cp instrument. Section h6 has been updated with the method and conclusion codes.

Manufacturer narrative:
The initial MDR 2432235-2018-00094 was filed on 27-feb-2018. Additional information (07-feb-2018): a siemens customer service engineer (cse) revisited the customer site. The cse analyzed the instrument and replaced the washing unit, manifold, reagent probe and syringe, sample syringe, luminometer, incubation ring, related tubings, and 12 month preventive maintenance kit. The cse checked the precision and quality control, which were out of range. The customer is not using the instrument.